Event description:
It was reported that 11 days after an ion endoluminal microwave ablation procedure targeting a right lung nodule, the patient developed pneumonia and required hospital admission. The ion procedure was completed as planned without delays. On presentation, the patient reported right-sided chest pain, cough, shortness of breath, and shallow breathing limited by pleuritic pain. Laboratory testing showed elevated c-reactive protein and neutrophil counts. CT imaging demonstrated infection in the right lung at the ablation site. The patient was treated with analgesics, intensive antibiotic therapy, antifungal therapy, and tranexamic acid. The treating physician assessed that the pneumonia was not related to ion. The site reported no changes to cleaning or sterilization processes, and there were no allegations of device malfunction or performance issues associated with the event.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.